Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (Expiry date: 8/2020).

Event description:
It was reported that during a balloon expandable stent treatment in the right superficial femoral artery via cross over procedure the stent allegedly dislodged from the balloon approximately 1-2 cm out of the sheath. Reportedly, the stent was recovered with a clamp. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was completed and identified that this was the first complaint received for this lot number to date. Investigation summary: the device was not returned, so the investigation is inconclusive. The definitive root cause for the alleged dislodgement could not be determined based upon the available information. It is unknown if patient or procedural issues contributed to the reported event. The facts from the investigation have been evaluated and no additional action and/or corrective action is required at this time. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Concomitant medical products: premarket identification. (Results, conclusion).

Event description:
It was reported that during a balloon expandable stent treatment in the right superficial femoral artery via cross over procedure the stent allegedly dislodged from the balloon approximately 1-2 cm out of the sheath. Reportedly, the stent was recovered with a clamp. There was no reported patient injury.